Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was implanted with a visiflex bifurcated and cuff to treat an abdominal aortic aneurysm. The 10 year follow-up showed graft migration and implant separation with the presence of a type ia and iiia endoleak. As of the date of this report, there have been no additional patient sequelae reported. A re-intervention is planned but has not been scheduled.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiia with complete component separation, and endoleak type ia. Clinical evaluations was able to find substantial evidence to support the reported graft migration, secondary procedure of open repair, explant of the afx graft, kidney failure, and stable patient condition. The most likely cause of the mid aortic (complete component separation) loss of seal, cuff migration and proximal loss of seal could not be determined due to the lack of the medical information surrounding the initial implant and the secondary open repair procedure. Procedure related harms included: renal failure. The final patient disposition could not be ascertained. Reportedly, the patient was on dialysis and in stable condition post the open repair procedure. To date there has been no reports of further negative patient sequalae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, field training was completed by (B)(6) 2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.